Event description:
It was reported that the external pulse generator had a damaged case. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken, all three control knobs were cracked, both bail covers were broken and the ring cover was broken. (B)(4).